Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Any concurrent procedure/device implantation? Was medical or surgical intervention performed for erosion? Please provide date and results. Has any medical or surgical intervention been provided for the hematuria? Please provide date and results. What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a colposuspension procedure on (B)(6) 1997 where the vagina was sutured/stitched/tacked onto the cooper's ligament and mesh was implanted. In 2016, the patient was referred to the department of urology due to macroscopic hematuria. On (B)(6) 2016, the patient had a cystoscopy, where the doctor found mesh eroded to the bladder. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, weight and bmi at the time of index procedure? - not available. Date and name of initial surgical procedure? - not available. What were current symptoms following the index surgical procedure? Onset date? - not available. Other relevant patient history/concomitant medications? - not available. Product code and lot number? - not available. What is physician¿s opinion as to the etiology of or contributing factors to this event? - a piece of polypropylene mesh in the bladder. Any concurrent procedure/device implantation? - no. Was medical or surgical intervention performed for erosion? - in the left side of the bladder a 1x1 cm stone was found and when the stone was removed there was a piece of polypropylene. Polypropylene was used as a mesh to elevate the bladder region to the coopers ligament when the kolposuspension was performed originally. Has any medical or surgical intervention been provided for the hematuria? - cystoscopy with removal of a stone and a piece of polypropylene. What is the patient¿s current status? - the patient¿s health is ok.